Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test, which indicates a high resistance value between the hc and the ground bond on the power supply. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). External/internal inspection was performed and passed. Device powered up properly and no errors occurred. Pal performed continuity test between power entry module (pem) ground and door post and resistance went from 0.476 to 0.010 ohms when the screw was completely tightened. The loose door post caused a poor connection between the pem ground and door post resulting in the ground bond failure. The assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door post set screw. The door post was scrapped, and the device was sent to servicing. Baxter will continue to monitor similar reports to determine if further actions are required.